Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that when a patient presented for routine follow-up, high capture threshold was observed. X-ray revealed lead dislodgement. The lead was capped and replaced. The patient was stable post-procedure.